Event description:
It was reported that intermittent noise on rv lead was observed. Review of the merlin.net transmission showed sensing of myopotential from respiration amplified by the low frequency attenuation filter. The device was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.